Manufacturer narrative:
Added results of production history record review to investigation codes.

Manufacturer narrative:
Added component code.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported the physician implanted a gore® cardioform asd occluder on (B)(6) 2021. On (B)(6) 2021 the patient was noted to have an atrial fibrillation. The patient was treated with oral medication. No reoccurrence of afib has occurred since the medication was started. The device is in good position and remains implanted.